Event description:
Per the clinic, the patient experienced no auditory percepts with the device. Reprogramming attempts were made, however, the issue could not be resolved, resulting in the decision to discontinue use of the device. The patient was previously implanted in the contralateral ear. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Integrity test performed on (B)(6) 2011 shows evidence that the device is not functioning to manufacturers specifications. (B)(4). Implanted device remains.